Manufacturer narrative:
Based on the description of the event and information available, the clinical assessment could not confirm the presence of a type ia endoleak with infolding based on the single computed tomography shared with endologix. Furthermore, a root cause could not be definitively identified. No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Manufacturer narrative:
The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation ix abdominal aortic aneurysm stent graft system. One (1) day post implant, a type ia endoleak with infolding were detected by cta (computed tomography angiography). The patient will continue to be monitored.